Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A purchaser reported that an ophthalmic gas dispensing regulator valve would not transfer gas during setup prior to starting a pneumatic retinopexy procedure. There was no patient involvement with the unsatisfactory regulator therefore, no patient impact.

Manufacturer narrative:
A sample has been available that has not yet been received at the contract manufacturing site for evaluation. (B)(4).

Manufacturer narrative:
Additional information is provided. The regulator sample was returned to the contract manufacturer for evaluation. Per the manufacturer, the returned regulator was tested per the final test procedure and was found to fail the minimum flow specification. The customer¿s complaint was confirmed. A review of the manufacturing records for this lot number noted that the product met specifications at the time of release. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).